Event description:
Boston scientific received information that during the attempted implant of this device, shock impedance measurements above 200 ohms were noted after the existing non boston scientific right ventricular (rv) lead was connected to the header. The rv lead was disconnected and connected to the previous device, also a non boston scientific product. The shock impedance measurement with this previous device was 43 ohms. The rv lead was reconnected to the device and all vectors were tested but the shock impedances remained out of range. Boston scientific technical services (ts) was contacted for further assistance. A ts consultant discussed about checking all the connectors. The physician reported that the all connections were appropriate. The ts consultant then discussed the possibility of noise in the room interfering with the measurements and to turn off all external equipment and re-measure. Induction testing was then performed and a code 1005 was displayed, indicating an open circuit condition. The ts consultant further discussed that there is a possible lead issue and the system may be unable to defibrillate the patient. The field representative was going to discuss this with the physician to plan additional actions. No adverse patient effects were reported. Additional information was provided that the non boston scientific rv lead was explanted and successfully replaced. This resolved the out of range shock impedance measurements. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.